Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation of incontinence issues was not confirmed via product analysis. Analysis indicated a tear in the adapter shell due to sharp instrument damage that is consistent with tool or sharp instrument damage that is consistent with explant. Since the damage most probably occurred during explant it is considered a secondary failure and not a product malfunction. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.

Event description:
It was reported that patient was experiencing recurring incontinence. Physician removed a 4.5cm cuff removed and replaced with a 4.0cm cuff. No adverse patient effects.

Event description:
It was reported that patient was experiencing recurring incontinence. Physician removed a 4.5cm cuff removed and replaced with a 4.0cm cuff. No adverse patient effects.